Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced limb ischemia after impella cp was inserted. External fem-fem bypass was performed. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. E.1 revised to add us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26378. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26378 as it is unknown if the initial reporter also sent the report to the food and drug administration.